Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system was frozen when logged in. The field service engineer (fse) checked the hard drives and confirmed the drives had sufficient free space, and the universal serial bus (usb) ports shutdown option had not been selected. No other hardware errors were detected, and the fse advised the customer to contact bd phone support for further troubleshooting. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, monitor was frozen. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.